Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was an abnormal, cut, damaged, appearance of the rubber stopper of 2 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. Evaluation of the attached photographs indicated that the stopper had defects. Furthermore, evaluation of 100 retained samples did not identify any further examples of this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode defective stopper molding. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was an abnormal, cut, damaged, appearance of the rubber stopper of 2 devices. There were no health consequences or impacts reported.